Event description:
A saluda medical evoke spinal cord stimulation (scs) system (evoke system) implanted on (B)(6) 2023. During a patient follow up, lead impedance testing confirmed a malfunction across multiple electrodes, on both leads. The disconnections occurred due to a patient fall. A revision procedure was performed on (B)(6) 2023, and two new leads were implanted and successfully programed. No patient complications were reported.

Manufacturer narrative:
The leads were returned for analysis. Both leads failed resistance testing due to multiple disconnected electrodes. Kinks immediately distal of the anchor fixation site were identified on both leads leading to conductor wire damage and the reported disconnected electrodes. Wire damage at the location of kinks distal of the anchor can be caused by implanting technique. The manufacturing records were reviewed. The product met all requirements for release with no anomalies identified.

Event description:
A saluda medical evoke spinal cord stimulation (scs) system (evoke system) implanted on (B)(6) 2023. During a patient follow-up, lead impedance testing confirmed a malfunction across multiple electrodes, on both leads. The disconnections occurred due to a patient fall. A revision procedure was performed on (B)(6) 2023, and two new leads were implanted and successfully programed. No patient complications were reported.